Event description:
Pt was treated as a compassionate use case due to symptomatic 10cm aneurysm. Physician gained access and attempted a 'partial deployment' technique. The device dropped approximately 1.5cm from the intended landing zone. An aortic extender was therefore placed, however a type I endoleak was evident following ballooning of the extender. Physicians decided to complete the procedure and monitor the pt for possible self-resolution of the leak. Approx 72 hours later, the pt was converted to an open surgical repair of the aneurysm. Physician stated that they do not believe this event was device-related. Pt is recovering well.